Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d9 - device available for evaluation, d9 - date returned to mfg the device was returned to olympus for inspection, and the reported issue was confirmed. Protruding glue inside the biopsy channel was observed. Based on the results of the investigation, the reported issue was confirmed, the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited a big glob down by the distal end on the inside. It looks brown does not know if it's glue. The issue was first discovered during out of box failure. There were no patient involvement.